Manufacturer narrative:
The returned lead sc-2317-70 serial number (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics. The returned lead sc-2317-70 serial number (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics. A product labeling review identified that the devices were used per the instructions for use IFU product label. Additionally, it states lead migration resulting in undesirable changes in stimulation and subsequent reduction in pain relief is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient experienced lead migration wherein causing a loss of stimulation. The patient underwent a revision procedure where the leads were explanted. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7081225.

Event description:
It was reported that the patient experienced lead migration wherein causing a loss of stimulation. The patient underwent a revision procedure where the leads were explanted. The patient was doing well post-operatively.